Event description:
It was reported the device was used during a peritoneal biopsy in the posterior aspect of the culdesac. The rep was notified by the physician that during the case two 5-mm trocars, the hdh05, and possibly an origin hasson trocar were used during the procedure sometime during the week of january 25, 1999. The procedure went well without any noticeable difficulties. Patient returned to or for re-operation on january 31, 1999. Surgeon discovered hole on the anterior surface of sigmoid colon, near rectosigmoid junction. Surgeon performed hartman's procedure with temporary colostomy. Rep was told by surgeon at this time there is no implication of malfunction of any ees product at this time.